Manufacturer narrative:
(B)(4). Batch # n9130h. Additional information was requested and the following was obtained: please clarify how the clips were "mis-shaped repeatedly". Did the device fire scissored clips; did device fire clips that did not close completely; did device drop or eject clips; was cholangiogram done on procedure; was device fired over another clip or hard structure: device did not drop clips. The clips were just cross crossed like a ribbon. And they took out of patient and had to fire a few to get it going back to normal again. Photographic analysis: based on the photo evidence, the event description can be confirmed. Scissoring of a clip occurs when the device jaws get out of alignment with each other resulting in the clip legs being offset rather than being in alignment. Jaw misalignment can be caused by external rotational, downward, and/or side forces being applied to the jaws during firing. Additionally, if the jaws are clamped over a hard object such as another clip or clip leg the jaws can become misaligned or yielded either temporarily or permanently, causing a malformed clip and possible a clip loading issue. Based on the photographic evidence the event description can be confirmed. The likely cause of the clip formation issue is the application for forces on the jaws or clips during the firing/loading stroke. The analysis results found that the er320 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 11 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was forming staples that were mis-shaped repeatedly. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional analysis was conducted and the device was observed to have the lower shroud cracked, most likely due to the disassembly of the device. Upon further visual inspection of the components, the jaws were noted to be slightly misaligned while on the open position, although no scissored clips were formed during testing, it is known by the history of the device that the jaw condition may lead to scissored clips. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿.no conclusion could be reached as to what may have caused the reported incident.